Event description:
A malfunction alarm identified as "malf 1" was reported with no notable events occurring prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Corrective actions included the customer reverting to a backup insulin pump, and tandem technical support facilitated sending a replacement pump. Instructions were provided to the customer for putting the old pump into storage mode and returning it.